Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. In addition, the patient also had chronic atrial fibrillation (af) and the lead was surgically abandoned. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.